Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.